Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-03756. It was further reported that in (B)(6) 2014, the patient was admitted for elective coronary angiography with attempted angioplasty of chronic total occlusion of the right coronary artery(rca). A 2.5x30mm apex balloon catheter was advanced and positioned in sequential overlapping inflations from the posterior descending artery into the proximal performed up into the mid portion when the balloon ruptured. There were 3 inflations performed each at 6 atms for 20 seconds. The balloon was then exchanged for a 2.5x2mm quantum apex balloon that was positioned in the mid rca and inflated at 12 atms. Sequential overlapping inflations x3 inflations were performed up to the origin of the rca. A 2.5x30mm promus drug eluting stent could not be advanced into the distal rc a. A guidezilla extension catheter was utilized for extra back up an then the promus des could be advanced over the wire and positioned so it spanned the posterior descending artery and extended proximally. The stent was deployed at 11 atms for 20 secs. A 2.75x30mm promus des was advanced and positioned so it spanned the previously deployed stent, extended proximally and was deployed at 11 atms. A 3.0x38 promus des was advanced, positioned in the mid portion of the rca so it spanned the previously deployed stent, extended proximally and was deployed at 11 atms. Another 3.0x38mm promus des was advanced over the wire and positioned in the proximal rca so it spanned the previously deployed stent to cover the origin of the rca and was deployed at 12 atms. The end angiographic result was excellent. The case was considered to be a complex coronary angioplasty requiring a multitude of unusual techniques including bilateral femoral access, use of antegrade and retrograde approaches of crossing the lesion and a multitude of stents. The patient was discharged the following day. In (B)(6) 2014, the patient was woken up suddenly with chest pain. The patient was driving himself to the emergency room but felt he could not make it, so he pulled of and then paramedics brought him to the ER. Angiography revealed the distal right coronary stent which had angiographic evidence of stent fracture with timi 2 flow beyond the stent and a 90% hazy eccentric plaque with probable thrombus in the distal portion of the stent which was treated with the implant of a 2.25x28m non-bsc des. The patient was discharged 2 days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the patient's legal representative that a patient injury occurred.